Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient has experienced hyperglycemia of approximately 300 mg/dl for the past 6 months while using the infusion device. Insulin is delivered via the infusion device to correct hyperglycemia. On (B)(6) 2013, a teacher called patient's grandmother and reported blood glucose was elevated to "hi." Patient was approachable but hyperactive. Patient changed to the backup infusion device at 6:00 p.m. Using the same basal rates, and blood glucose was "ok" at the time of the report. Grandmother reported the infusion device has never given a low/empty cartridge or battery error. The infusion device was requested for evaluation. The patient did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specifications regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm function of the insulin pump was tested within the alarm function test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. Nothing unusual was found in the pump history.